Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the unspecified bd infusion set had air bubbles / air in line. The following information was provided by the initial reporter: after priming patient's medications, the alaris pump displayed an "air in line" alert. Despite multiple attempts to clear the air, nurses were unable to resolve the issue and had to return the medication to the pharmacy for re-bagging.